Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The customer indicated they are having calibration problems slopes below the desired range. The customer replaced all the ise (ion selective electrode) which sodium (na), potassium (k) and chloride (cl) to resolve the issue. No further issues noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported of getting erroneous patient results for sodium on their dxc 700 au clinical chemistry analyzer. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.